Manufacturer narrative:
Other devices involved in this report: battery/ (B)(4); cat# 1650de; mfg date: 03/30/2015; exp date: 04/30/2016. Battery/ (B)(4); cat# 1650de; mfg date: 03/30/2015; exp date: 04/30/2016. Battery/ (B)(4); cat# 1650de; mfg date: 03/30/2015; exp date: 04/30/2016. Battery/ (B)(4); cat# 1650de; mfg date: 03/30/2015; exp date: 04/30/2016. Battery/ (B)(4); cat# 1650de; mfg date: 03/30/2015; exp date: 04/30/2016. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that the patient indicated that there was battery switching.

Manufacturer narrative:
Other devices involved in this event: battery/bat206536. (B)(4). Battery/bat206244. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional system component being reported for this event: battery/ bat206536; UDI- (B)(4). Battery/ bat206506; UDI- (B)(4) battery/ bat206244; UDI- (B)(4). Battery/ bat206232; UDI- (B)(4). Battery/ bat206349; UDI- (B)(4). (B)(4). One controller and five batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed instances around the time of the reported event date where premature switching events occurred. Batteries connected to ps1 and ps2 of the controller registered values of battery capacity above of 202. In some of these premature switching events, batteries bat206244, bat206349 and bat206536 registered values of battery capacities between 101 and 201. Per the upgraded smr software, values equal or over 202 indicate a voltage variance directly associated to a connection and reconnection between the batteries and the controller and values between 101 and 201 are caused due to loss of communications and/or errors in the communication between batteries and controller for 60 seconds or more. Analysis revealed that the devices passed visual examination and functional testing. The reported event could not be duplicated at the bench level. The premature switching events were most likely caused by a communication error between the controller and batteries. The most likely root cause for the premature switching events observed in the log files may be attributed to a disconnection/reconnection of the batteries to the controller and errors in the communication between the batteries and the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.